Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range shock impedance values of 6 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options for evaluating the lead. The device and leads remain in service. No adverse patient effects were reported.